Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 19265860/19265860/19466424/19815660. UDI: (B)(4). UDI: (B)(4). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure wherein ipg was moved from the right to the left low back. The device remains implanted and in use. However, the lead extensions were explanted.